Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was an "error initializing collimator" displayed on pendant soon after power on of imaging acquisition system (ias). A manufacturer representative (rep) advised the site to shut down the system and to power up after a few minutes. Unfortunately the problem persisted. The rep inspected the logs and they showed error 100.4 dmc code for collimator x leaf homing error. The issue was discovered pre-operatively, and the procedure was rescheduled. There was no impact to patient outcome. A rep went to the site and observed the error. They removed the inner covers and confirmed tube tilt, detector rail indexed but no collimator leaf or filter movement was noted. The rep manually repositioned the collimator leaves and restarted the system, but the issue persisted. The rotor controller was replaced and firmware updated which resolved the issue.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc o2 bi71000444 rotr crtl bx nwamp. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The imaging system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the rotor control box was returned to the manufacturer for analysis. Analysis found that the reported complaint was unable to be confirmed. The rotor control box was installed into a known working test system for several days. The system booted and readied on each power cycle. It passed motion calibration, performed 2d and 3d imaging successfully and motion travel on all axes was smooth and functional. No fault was found while under testing. H6: codes b01, c19 and d14 are applicable to this hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.